Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was observed inside the drip chamber of buretrol solution set. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on may 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which revealed a black particle. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.